Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare -(b)6),baxter healthcare - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap of a home choice cassette was detached within the packaging. This was observed before using the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.